Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. Received device in unopened outer/inner sterile package. No implant data available to perform longevity calculation. Device was at 3.21v.

Event description:
It was reported that prior to implant, after a charge dump, the device was at recommended replacement time (rrt). "A day or two later" the device was interrogated again and "everything was normal." The device was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).